Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer alleged that cartridge damage was causing this issue. Blood glucose level was 140 mg/dl. Reportedly, a cartridge change was performed to address the issue.